Event description:
Reportedly, when an attempt was made to administer device defibrillator therapy to the patient, the defibrillator would not discharge when the paddles transfer buttons were pressed. The operator immediately utilized the therapy cable to continue patient treatment. Patient outcome was not reported. The reporter indicated patient outcome was not adversely affected by the event, due to continued use of the device.